Event description:
The customer reported thermal damage to the Olympus Gastrointestinal Videoscope. There was no patient injury reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.This MDR was submitted during the system outage from (b)(6) 2026, which may result in a delay of receipt of all of the acknowledgements.